Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the doo button did not work, the keypad was deemed to be out of specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during functional testing, the external pulse generator's (epg) "doo" button did not work. The epg is expected to be returned for service. There was no patient involvement. It was further reported that the product was returned to service.